Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) / biomed need assistance on 8100 module sn (B)(4) fails air-in-line test. Case resolution: recommended to clean the sensor from air-in-line assembly and replaced 8015 device and replaced the IV set tubing. According to ron (biomed). Issue was resolved after cleaning the sensor.